Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead was explanted due to an increase in impedance.

Manufacturer narrative:
A partial lead with the connector pin measuring 3.5 cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the right ventricular lead exhibited high impedance. Programming changes were made and the patient was stable throughout.

Manufacturer narrative:
Correction: the previously reported initial reporter was incorrect. The correct information should have indicated (B)(6).

Event description:
New information received noted the previously reported high impedance anomaly was discovered in clinic. Programming changes were performed which did not resolved the impedance anomaly. The patient was stable and will continue to be monitored.

Event description:
New information received notes that the patient was stable pre and post procedure.